Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for motor error multiple times during the bolus process. Blood glucose reading was 293 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).